Event description:
Approximately twelve months post-operatively, a broken screw was identified radiographically in a two-level pedicle screw construct. No patient discomfort was reported. A procedure was performed to remove and replace the subject device. The surgeon reported identifying a non-union and the failure of the interbody implants (another manufacturer's devices) at both spinal levels.